Manufacturer narrative:
Per the t:flex user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing on going high blood glucose (bg) levels (300 - 535 mg/dl). To address the high bg the customer changed the pump supplies, administer a correction injection and a bolus was delivered via the pump. Reportedly, the customer used humalog in the pump for 3-4 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.